Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported nasal cavity and upper gastrointestinal tract bleeding could not conclusively be established through this evaluation. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number (B)(4), until they underwent a pump exchange to an hm3 on (B)(6) 2022 (MFR #2916596-2022-00084). Section 1 of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU), ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced major bleeding in the nasal cavity and upper gastrointestinal tract. Less than four units of packed red blood cells were transfused on (B)(6) 2019. The patient was admitted to the hospital from (B)(6) 2019. Endoscopic polypectomy and clipping were performed. The patient's anticoagulant treatment at the time of the event was warfarin and aspirin. The cause of the bleeding was reported to be due to a history of gastric hyperplasia polyp at the site of the bleeding and due to the complexity of medical management.